Manufacturer narrative:
Based on the visual inspection and functional test performed on the returned device, the device did not meet the standard specification. The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported, the tracheal intubation fiberscope exhibited a small visual field and multiple black spots during an emergency therapeutic intubation for epiglottitis causing a 2-minute delay. The procedure was completed with a different device without further impact to the patient. There were no reports of patient harm.

Event description:
It was reported that the bronchoscope was pulled from service when the customer was notified of the issue of small visual field and black spots. Additionally, the customer reports the scope should have been pulled before this recent complaint.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b5, e2, and e3). The device was evaluated by olympus. Although there were non-reportable (non-pae) defects noted, there were no reportable (pae) device defects observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that image guide-bundle was pressed by bending the insertion section excessively during user handling and broken image guide (black dots) occurred. However, olympus could not determine the specific status of the application of excessive bending stress. Furthermore, it is possible the user may not have conducted inspection prior to use and countermeasure after detecting abnormalities. The root cause of the suggested event could not be determined. The event can be detected and/or prevented by following the instructions for use which state: -3.6 inspection of the endoscopic system -inspection of the endoscopic image -important information ¿ please read before use -warnings and cautions: caution "do not coil the insertion tube with a diameter of less than 10 cm. Equipment damage can result." -preparation and inspection: warning "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument and see chapter 5, ¿troubleshooting¿. If the irregularity is still suspected after consulting chapter 5, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more-severe equipment damage." Olympus will continue to monitor field performance for this device.